Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The physician indicated that there was no malfunction with the catheter.

Event description:
Related manufacturer reference numbers: 2182269-2017-00006, 2182269-2017-00007, and 2182269-2017-00008. During the implant procedure, difficulty was experienced while accessing the coronary sinus due to difficult patient anatomy. Access was attempted with multiple devices; after the devices were removed from the coronary sinus, a pericardial effusion revealed. A pericardiocentesis was performed to stabilize the patient and the patient was transferred to ICU for observation. The physician indicated there were no performance issues with the catheter.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Related manufacturer reference numbers: MDR-2017-03716, MDR-2017-03726, and MDR-2017-03732. During the implant procedure, difficulty was experienced while accessing the coronary sinus due to difficult patient anatomy. After the devices were removed from the coronary sinus, a pericardial effusion was identified. The case was abandoned and the patient was stable. Further information has been requested but not yet received.